Event description:
It was reported to medtronic neurosurgery that the pressure level of the valve could not be adjusted. The valve was subsequently replaced.

Manufacturer narrative:
The device in its returned condition could not be adjusted; however, once the patency test was performed, the valve regained adjustability. All pressure levels were then set on the first attempt. The valve was patent and passed leak testing. It did not meet requirements for siphon or reflux testing. The device also did not meet all specs for pressure flow and preimplantation testing. A dissection of the valve revealed proteinaceous debris inside the adjustment mechanism. It is unk if the debris caused or contributed to the reported event. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Debris in the valve may also hold pressure flow mechanism open, which may result in reflux and siphoning. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.